Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. It was observed that one of the internal (hlc) battery cells, designator bt2, was electrically damaged and therefore could not take a charge. Due to bt2 being depleted, the device would no longer power on.the customer received a replacement device.

Event description:
It was initially reported that the device had illuminated charge-pak and attention icons. There was no patient use associated with the reported failure.upon evaluation by physio-control, it was noted that the device would not power on.